Event description:
Dislocation of lps universal knee bearing. Bearing (insert / articulating surface) breakage and dislocation. The bearing breakage dislodged the metal reinforcement post the cone of the bearing / tibial insert. Bearing changed. Original surgeon dr (B)(6). The lps procedure was a revision of a periprosthetic fracture of a femur associated with a femoral component of a total knee replacement (not depuy synthes product).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device 198727012, lot jd8600, and no non-conformances / manufacturing irregularities were identified

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint only captures the fracture of the polyethylene. The dislocation and separation of the metal component from the poly component are all secondary to the fracture. Insert only implant revised yes obviously there was an adverse result for the patient as they had a revision and required intervention to cope with the dislocated bearing. There are no x-rays available as the patient has not consented to the sharing of any information. The bearing was discarded.